Event description:
The field service representative (fsr) reported that during preventive maintenance pm) of the device, the air bubble detector (abd) was false alarming with fluid present in the line. There was no patient involvement.

Manufacturer narrative:
The fsr unplugged the abd sensor and used a spare sensor to test the module and cable. Both functioned as they should. The perfusionist stated that they had not had issues with the sensor and declined replacement. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.